Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). This follow-up submission sends for additional information received on 14jun2024, the likely cause product has been changed from the alinity I processing module, list number 03r65-01 to the alinity I troponin reagent list number 08p13-34. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for alinity I stat high sensitive troponin-I reagent lot 59300ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the alinity I troponin reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 59300ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6) initial= 172.5 pg/ml /redrawn and repeated after an hour sid (B)(6)= 11 pg/ml /repeated sid (B)(6) on alinity(B)(6)=13 pg/ml the customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission send to correct section: h6 - adverse event problem: type of investigation to b11, b12 from b02, b11, b12. Correction to additional manufacturing narrative: the complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I stat high sensitive troponin-I reagent lot 59300ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the alinity I troponin reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 59300ud00.